Event description:
On 16-jul-2025, this spontaneous report was received from a consumer regarding a male child (age not provided) in association with a welly health flex fabric bandage. On an unspecified date in (B)(6) 2025, the child had a welly health flex fabric bandage applied topically to a minor scrape on his neck in the late afternoon. In the evening of the same day, less than 6 hours from the time of application, the bandage was removed. The adhesive caused a much larger skin injury. It was reported that the bandage caused a noticeable scar on his neck. The child's parent purchased an over-the-counter treatment for the scar and immediately contacted their pediatrician for a referral to a dermatologist and for a prescription scar treatment. On (B)(6) 2025, the pediatrician suspected the consumer had a reaction to the adhesive and advised the parent to apply 0.5% hydrocortisone to help calm down the inflammation and to apply it twice a day for up to a week.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.